Event description:
It was reported that during a tibial plateau fracture procedure, the screw broke upon insertion. The shaft was retrieved by the doctor.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was received incomplete. Visual inspection of the head of the screw noted a breakage site at the second thread. The lot number is unknown therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the complete sample was not received.